Event description:
On january 23, 1998, a screw from the mini fragment set was implanted into the pt for the first "mpj" fusion on the fifth toe for abductovaius. On october 2, 1998, the screw was removed because the pt suffered irritation.